Manufacturer narrative:
Follow-up root cause: failure analysis on the returned power management (pm) board shows that the pm board was installed in an failure investigation (fi) test ventilator. The ventilator was repeatedly run through startup and shutdown with varying ac/battery supply configurations. Power was repeatedly transitioned between ac and battery. The ventilator was run for one hour without errors occurring. The pm board supply voltages were within specification. No failure was found.

Event description:
The customer reported that the ventilator is switching from ac power to battery power even when connected to ac. The customer reported there was no patient involvement.